Manufacturer narrative:
As received, a complete lead was returned for analysis. The reported events of no sensing and no capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray examination found no anomalies. Visual inspection of the lead found the helix was retracted and clogged with blood/tissue. After cleaning, the helix was able to be extended and retracted when torque was applied directly to the inner coil. The measured full helix extension length was within product specification.

Event description:
During a follow up in clinic, a loss of capture and loss of sensing due to lead dislodgement of the right ventricular (rv) lead was noted. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.